Event description:
It was reported that during preparation for an interventional treatment procedure, the tip of the sheath was frayed out and one piece "looked like a barbed hook." The device had no contact with the patient.

Manufacturer narrative:
Additional MFR narrative.